Event description:
It had been reported in the procedure notes from the hospital that there was "intermittent pacing, probably from ventricular lead malfunction." Follow up later with the patient's physician reported he did not suspect any kind of ventricular lead malfunction or have any deivce performance concerns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information model # addr01. It had been reported in the procedure notes from the hospital that there was "intermittent pacing, probably from ventricular lead malfunction." Follow up later with the patient's physician reported he did not suspect any kind of ventricular lead malfunction or have any deivce performance concerns. Clinical engineer no conclusion can be drawn malfunction.